Event description:
Edwards received information that a patient experienced mild cerebral infarction after an approximately one (1) year and one (1) month after the implantation surgery of this 21mm aortic pericardial valve. The patient status was reported as under treatment at another hospital. Per the surgeon, there were no problems with an anticoagulant therapy after implant of this valve. Cerebral infarction was very mild and did not result in significant brain dysfunction. The doctor suspected the device contributed to this event.

Manufacturer narrative:
Additional narratives: stroke or cerebral vascular accident (cva) is a well-known complication associated with heart surgery. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of a diseased valve. Other common causes include atrial fibrillation and embolization from carotid artery lesions. Stroke after surgical valve replacement is typically related to the procedure and patient risk factors, and not the device. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. A more robust analysis in patients undergoing valve surgery (not only avr) revealed 4 baseline characteristics and 2 procedural events that were associated with early post procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Late embolic stroke after surgical avr is also a concern. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, a history of or current smoking, number of grafts performed and a tilting disc versus bileaflet prosthesis for the mechanical valve. Neither the sewing ring nor the leaflets are smoother 15 minutes after implantation. These surfaces appear to be smoother because of the glycerol that washes off the surfaces once blood starts to flow past the valve. Within less than an hour virtually all the glycerol is gone leaving leaflet and sewing ring materials that are identical to the magna ease. Investigation is limited because the valve was not returned for evaluation, and no medical records or images were provided. Complaint of mild embolic cerebral infarction was unable to be confirmed. The DHR was performed an no related nonconformances were found. A definitive root cause for the mild embolic cerebral infarction could not be conclusively determined, however it may be related to patient factors including age, gender and prior tia. There are no indications of an edwards manufacturing or design defect.

Manufacturer narrative:
H10: additional narratives updated b5 and b7 per new information received.

Event description:
Edwards received information that a patient experienced mild embolic cerebral infarction after an approximately one (1) year and one (1) month from the implantation surgery of this 21mm 11500aj aortic pericardial valve. The patient status was reported as under treatment at another hospital. Per the surgeon, there were no problems with an anticoagulant therapy after implant of this valve. Cerebral infarction was very mild and did not result in significant brain dysfunction. Infarction site was in the middle of the right brain, and cerebrovascular stenosis was observed in the same area. After onset of mild cerebral infarction, antihypertensive and antihyperlipidemic medications were initiated. The patient also continued antiplatelet medication that she was receiving prior to the device implant. The device was not returned for evaluation as it remained implanted. The doctor suspected the device contributed to this event because of the development of cerebral infarctions that had never been observed with similar postoperative management in cases of 3300tfx valve use. The doctor also stated that, in his personal opinion, the smoother surface of sewing ring of 11500a valve may make it more difficult for patient tissue to fixate than 3300tfx valve which may lead to thrombus formation or unstable minute substance (such as tissue) formation on the sewing ring and migration of those substance into the patients body.